Manufacturer narrative:
The field service representative (fsr) replaced the hard drive and the advanced technology extended (atx) board. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) froze up. The unit was rebooted and the surgical procedure was completed successfully. The unit froze again after coming off of bypass. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the complaint. A lab use only (luo) central control monitor (ccm) was used with the customers hard drive sub-assembly and printed circuit board assembly (pcba) installed. It was powered on for 68 hours and 33 minutes with no observation of the ccm being frozen. Per the data log review, the system log indicates the hard drive was replaced before exporting the data logs. The system log is on the hard drive so there is no system log covering the complaint occurrence date. The other data logs do cover the complaint date and the local area network/interface board (lan/if) log shows twice on (B)(6) 2020 that it's input buffers from the system base overflowed. This is an indication that the ccm froze as reported. This is also indicated by the other modules that reported the ccm missing twice at the same time the lan/if overflowed. The logs confirm the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.